Event description:
A customer observed lower than expected vitros vanc results from multiple patient samples and quality control fluids while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected patient results were reported out of the laboratory. Corrected reports were issued for all affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros vanc results were obtained from multiple patient samples and quality control fluids while using the vitros 5,1 fs chemistry system. The customer replaced the photometer lamp to return the instrument to expected operation. Following this activity, acceptable vitros vanc performance was observed. The root cause of this event is instrument related.